Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous proximal left circumflex (lcx) artery. Ivus identified in-stent restenosis in a previously placed bare metal stent (MFR is unk) located in the proximal lcx. The stent was dilated with an unk balloon. The physician deployed a 2.50 x 20mm taxus express2 drug eluting stent in the proximal lcx. The lad was found to be 100% occluded. A 3.00 x 32mm taxus express2 drug eluting stent was placed in the proximal lad and a 2.50 x 24mm taxus express2 drug eluting stent was placed in the mid lad. The pt was discharged 2 days later. Medication babyaspirin and pletaal. Three mos post the taxus stent deployment. A follow-up was performed which revealed no abnormal findings with the pt. Nine months post the taxus stent deployment, the pt presented with chest pain. Ivus was performed and neointimal proliferation and residual mural thrombus was identified in the 2.50 x 20mm taxus stent located in the proximal lcx. The proximal lcx was totally occluded and collateral circulation appeared in the lcx. Thrombostic aspiration was performed. The lesion was dilated with 2.5 x 15mm non-bsc balloon and 2.5 x 28mm non-bsc stent was then deployed in the lesion. Timi flow 3 was established. The procedure was completed successfully.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.